Event description:
International affiliate reports that securing pin on distal end of instrument was found to be missing during returned loan kit inspection. It is not known when/where the pin separated from the compact hook holder.

Manufacturer narrative:
A visual inspection noted that the welded pin had been broken off from the pin holder. The broken pin was not returned for further evaluation. A review of the device history record found no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Additionally, a review of the complaint trend analysis found no reported complaints of this nature in the last 12 months. Although no definitive conclusions can be made, the damage suggests that the device pin most likely broke off due to wear and tear. The pin holder had been in the field for approximately six years at this time, the complaint is considered to be closed.

Manufacturer narrative:
A follow up report will be filed upon receipt of the instrument and completion of the evaluation.